Event description:
It was reported that the customer experienced a cgm error, specifically error 42, related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the pump did not display the error code again.